Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the duodenovideoscope exhibited white foreign material in the air water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (two) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined because we could not identify the stain or foreign material or the residual whitish foreign material inside the air or water channel and cylinder. However, we could confirm the adhesion or clogging of the material in the channel and cylinder. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Event description:
Additional information supplied by the customer stated that they did not notice anything special during the reprocessing. They rarely use simithicon (lefax), and when they do, they use it through the biopsy channel with a syringe. They did not use it in the air/water channel, but only in the biopsy channel with a syringe.